Event description:
The hcp reported the pt experienced flu like symptoms in december and now has increased pain. At the most recent refill, the estimated reservoir volume was 4ml and the actual was 17ml. The pt is being supplemented with oral medications. A follow up report will be sent when additional info is received.

Event description:
The hcp reports, at surgery, it was difficult to aspirate the catheter. A catheter dye study demonstrated a possible leak. The pump and the catheter were explanted and replaced due to "malfunction."